Event description:
It was reported that the patient presented with chest pain in clinic for follow up, where chest x-ray and CT scan were done. The right ventricular (rv) lead was not capturing due to dislodgement. The physician elected to explant the lead. During procedure, the rv lead helix could not be extended so it was replaced. The patient condition was stable before, during, and afterwards.